Event description:
Pt was undergoing a cardiac catheterization with stenting. The target lesion was the circumflex artery. While withdrawing the device with the stent undeployed in the left anterior descending artery, the stent stripped off the delivery system and stayed within the coronary artery, intact. The md attempted to retrieve the stent with a snare device unsuccessfully. The stent then was situated within the artery using a crush technique. The pt was stable during and following the procedure.